Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 130-180 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.